Event description:
It was reported that during pre-op, the tricut blade was and not rotating when used after removing from package. There was no patient involvement.

Manufacturer narrative:
H3: analysis found that visually, there was no external damage in the construction of the device. However, there was contamination on the outside diameter of the outer tube and the proximal end of the inner hub and inner shaft (opening). Additionally, there were striations 0.57 inches from the distal end of the inner hub on the outside diameter of the shaft. Functionally, the inner assembly spun freely with no binding. The blade fit securely into a handpiece, but while oscillating at 7500rpm excessive wobbling was observed. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.